Event description:
It was reported that the patient expired, cause unknown. No further information is available. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4).

Event description:
New information notes that the cause of death was pulmonary embolism.